Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. The vessels were severely calcified. The external iliac was narrow, and the common iliac was 14 mm in diameter. It was reported that an attempt was made to insert the talent bifurcated stent graft delivery system through the right side, which was the better of the two sides; however, the device would not advance past the common iliac artery. The device was removed from the pt, and the vessel was angioplastied. The same device was re-inserted into the pt but could not advance. It was removed from the pt and a balloon expandable covered stent was placed to open the vessel, but leaking was noticed, as there was a rupture of the common iliac. The vessel rupture was caused by the covered stent. Another covered stent was placed to control the rupture. An attempt was made to advance the talent device through the covered stents; however, the talent could not advance and ended up kinking. It was decided to perform an open conversion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results/conclusion: (severely calcified and narrow vessels). (Balloon expandable stent). Evaluation summary: the device was received and its evaluation has been completed. The stent graft was still loaded. There were kinks on the sheath at 45, 71, 125, 147 mm from the edge of the graft cover. The remainder of the delivery system was unremarkable. The od of the sheath at the marker band measured within specifications. No abnormalities found with the device. The event is likely related to the vessel morphology.